Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer had to change her wafer several times within hours of application as a result she stripped her skin. End user reports a dime size open area 400 oclock under the hydrocolloid tape collar. She uses moisturizing soap to cleanse her peristomal skin. Instructed on crusting with stomahesive powder and protective barrier wipes or water. Instructed if area worsens or does not improve to call back for additional instructions.